Event description:
Clinic notes were received which described the pt's depression on (B)(6) 2011 as being "pretty significant now." The rate of the increased depression to pre-vns baseline levels is unk. Attempts for add'l info has been unsuccessful to date. Although prophylactic battery replacement is likely, it has not occurred to date. A battery life calculation was performed using the MFR's in-house programming database, which resulted in approx 2.52 years until eri=yes.